Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, implanted in (B)(6) 2025, was still in the intensive care unit (ICU) because of low flow alarms and hypovolemia all the time. The patient went into the operating room, was in cardiopulmonary resuscitation, fibtinilized due to suspicion of tracheoesophageal puncture (tep). Log files were extracted, and it was a non-related pump event. The patient suffered the arrest; the flow went to 0 and suction event took place.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms, which were attributed to patient size, critical status, and cardiac arrest. The submitted controller event log file captured intermittent low flow alarms on (B)(6) 2025 and (B)(6) 2025. The submitted controller periodic log file captured multiple low flow alarms on (B)(6) 2025, as well as (B)(6) 2025. This included two estimated flow values of 0.0 lpm on (B)(6) 2025. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including thromboembolism. Section 6 of the IFU entitled ¿patient care and management¿ lists thromboembolism and hypovolemia as potential late postimplant complications. Section 6 also provides information regarding anticoagulation, including recommended inr values. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient, implanted in (B)(6) 2025, was still in the intensive care unit (ICU) because of low flow alarms and hypovolemia all the time. The patient went into the operating room, was in cardiopulmonary resuscitation, fibrinilized due to suspicion of pulmonary thromboembolism (pte). Log files were extracted, and it was a non-related pump event. The patient suffered the arrest; the flow went to 0 and suction event took place. The patient was still in the intensive care unit (ICU) so the anticoagulation was still being adjusted. The patient had low flows but these were expected because the size of the patient and critical status. Surgery was done. No CT images were available. The symptoms of suction seen were zero flow, low flow alarms, and pulsatility index (pi) events. The treatment performed was fibrinolysis in the operating room and a right ventricular assist device (rvad) was implanted. The suction event was resolved.